Manufacturer narrative:
Medwatch investigation c code was updated.

Manufacturer narrative:
The reagent lot number was 714401. The expiration date was requested but was not provided. The customer implemented extra wash cycles (ewc). The investigation was not able to identify a specific root cause.

Event description:
There was an allegation of questionable lithium results from the cobas 6000 c501 analyzer. The initial result was 1.72 mmol/l. The repeat result was 0.86 mmol/l. The questionable result was not reported outside of the laboratory.